Manufacturer narrative:
Batch review performed on 24 june 2015: lot 124803: (B)(4) items manufactured and released on 17 jan 2013. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. On 25 june 2015 the medical affairs director made the following evaluation, checking the x-rays received with the complaint: the pre-revision xrays show evident radiolucency which might be osteolysis. It's an unusual finding, the products (not evident from the acetabular image) to allergic reaction (extremely unlikely on a titanium-alloy stem). The root cause for loosening cannot be determined from the available information. It would be interesting to see a picture of the extracted stem to verify if the ha coating was still present on the proximal surface, but this will not tell us any definitive information on the root cause. Also, I would like to see the postoperative xray of the primary implantation to verify if insufficient distal femoral preparation was carried out and stem was undersized: even in such cases, however, normally the quadra stem, like others of similar design and ha coated, are capable of recuperating small gaps and get the bone to "bridge" the distance. On 26 june 2015 it was confirmed that the piece will be available for analysis.

Manufacturer narrative:
On 31 august 2015 it was prepared a final report with the information already submitted in the initial report. On the same day the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).